Manufacturer narrative:
(B)(4). Other device used in procedure: rlt311415 lot serial number readable UDI (B)(4). Patient medications: isosorbide mononitrate, trospium chloride, finasteride, aspirin, alfuzosin hydrochloride, bisoprolol, ramipril, furosemide. A review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated, there does not appear to be contrast outside of the device on the arterial run. There does not appear to be an endoleak on these images. There appears to be ~8mm of the distal end of the contra-limb within the proximal rci. The rci appears to be ~34mm in length. The rci does not appear tortuous nor does it appear to have extensive calcium. The diameters of the rci appear to range from 16-19mm. There appears to be appropriate overlap within the contra-gate, the radiopaque marker on the proximal end of the contra-limb appears at the level of the flow divider. The length of the contra-lateral limb appears to be 95mm. According to the gore® excluder® aaa endoprosthesis instructions for use, the aortic and iliac extenders are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.

Event description:
On (B)(6) 2015 a patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. On (B)(6) 2015 follow-up computed tomography images showed the right contralateral leg component positioned approximately 1cm into the right common iliac artery. The patient did not exhibit any symptoms or problems. On (B)(6) 2015 a reintervention took place as a precautionary measure, whereby the patient's contralateral leg component was extended by approximately 2cm, landing proximal to the internal iliac artery. The patient did well following the procedure.